Manufacturer narrative:
Film evaluation results are: the exact cause of the a-v fistula occurring during implant could not be determined from the pre-implant films provided. Images during implant were not available for review. The pre-implant images confirmed that the patient¿s aortic and iliac anatomy was extensively calcified; the distal aorta was small and calcified, and the right iliac artery bifurcation was also calcified. It is possible that this was procedure and anatomy related; implanting in a patient with severely calcified and diseased vessels. The reported patient¿s pre-existing condition also may have contributed to the event. Information references the main component of the system. Other relevant device(s) are: etlw1620c82e, (B)(4); etlw1616c93e, (B)(4); etlw1620c82e, (B)(4); etlw1616c82e, (B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 55mm in diameter abdominal aortic aneurysm. Patient had a stenotic narrow proximal common iliac arteries. It was reported that after successful implant of the endurant devices, the final angiogram showed an arteriovenous fistula observed from the right hypogastric artery to the inferior vena cava. The physician attempted to plug the right hypogastric artery but was unable due to the patient's hostile anatomy. An endurant 1610124 extension was then implanted and while attempting to perform the last angiogram the patient experienced a myocardial infarction. The physician stated that av-fistula was procedure related.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.